Event description:
This notification is being reviewed due to a user of a dreamstation auto bipap device with an allegation of seizure. The patient was admitted to the ICU (intensive care unit) for 3 days. The patient was seen by a neurologist and was placed on seizure medications. The customer reported the device was taken to the dme for a noise complaint. The patient was advised at that time that the device was recalled and the patient was advised to contact philips. It was verified that a replacement device was sent in 2022. The patient stated the replacement device was never received. The patient was advised to file a police report and provide philips with a report number so another replacement may be shipped. The patient reported continued use of the recalled device. The patient reported the device shut off while in use leaving the mask stuck to the patient's face resulting in a seizure. The patient reported being awakened by the spouse. The spouse alleges the patient's body was shaking. The patient's souse removed the mask from the patient's face and contacted the paramedics. The patient reported the seizure occurred recently on (B)(6) 2024. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported a user of a dreamstation auto bipap device with an allegation of seizure. The patient was admitted to the ice (intensive care unit) for 3 days. The patient was seen by a neurologist and was placed on seizure medications. The customer reported the device was taken to the dme for a noise complaint. The patient was advised at that time that the device was recalled and the patient was advised to contact philips. It was verified that a replacement device was sent in 2022. The patient stated the replacement device was never received. The patient was advised to file a police report and provide philips with a report number so another replacement may be shipped. The patient reported continued use of the recalled device. The patient reported the device shut off while in use leaving the mask stuck to the patient's face resulting in a seizure. The patient reported being awakened by the spouse. The spouse alleges the patient's body was shaking. The patient's spouse removed the mask from the patient's face and contacted the paramedics. The patient reported the seizure occurred recently on december 11, 2024. Multiple good faith efforts have been made to obtain additional information without customer response. A final report is being submitted. If new information becomes available following the completion of the device repair that changes the outcome of the investigation and associated medical device reporting a follow up/supplemental report will be completed.